Event description:
This report is about coring. After connecting the product to 500 mg of endoxan for injection and adding diluent, a black foreign matter (rubber piece?) Was found at the bottom of the vial. This event was probably coring. Is coring likely to occur with endoxan injection vials and this product? Methods to prevent coring are also required. Batch number is being confirmed. The lot number is 2006136. Assembly fixturem12 was not used. The sample was discarded at the user.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2006136, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Results were review for the reported lot and found to be within specification. Retained samples of lot 2006136 were used for additional evaluation. The product was visually inspected, no defects were identified. Fragmentation was also performed, connecting a sample injector and penetrating each protector ten times. In all cases no issues were observed, all product met required specifications. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ protector p50j foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about coring. After connecting the product to 500 mg of endoxan for injection and adding diluent, a black foreign matter (rubber piece?) Was found at the bottom of the vial. This event was probably coring.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.